Event description:
Event description guidant received information that jpre-implant, this implantable cardioverter defibrillator (ICD) displayed a battery indicator below beginning of life (bol). The decision was made not to implant. ,